Event description:
On (B)(6) 2013, the patient reported that his infusion device displayed e4 (occlusion error). The patient also stated that there was an occasion where the luer had become disconnected from the adapter by itself. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The two used returned transfer sets and one used returned head set were visually inspected and tested for flow and tightness. An occlusion with insulin was found behind the connector needle of one transfer set. The manufacturer tests all products during production for leak and flow. There is no indication that a nonspecific product has been delivered to any customer. The test results of one transfer set and one head set were within specifications. The problem mentioned by the customer is related to mishandling of the product by the customer.